Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31361036l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure, and the patient experienced cardiac tamponade that required pericardiocentesis. During a pulmonary vein isolation (pvi) was performed on lpv (left pulmonary vein), it was confirmed that the patient¿s blood pressure decreased. Cardiac tamponade was confirmed with the sound star eco catheter. Atrial septal puncture was performed with a radiofrequency (rf) needle. The patient was being monitored for about five (5) minutes, and the patient's blood pressure did not get back to normal status. So pericardial drainage was performed. Prior to noting the cardiac tamponade, ablation was performed. There were no error messages observed on biosense webster equipment during the procedure. No evidence of steam pop.

Manufacturer narrative:
On 14-jan-2025, additional information was received regarding the event. It was reported that the patient's condition improved. The ablation was continued with no decrease in blood pressure or increase in bleeding, and the procedure was completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).